Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was worn inside of an MRI machine. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump alarmed unexpectedly and also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase; unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify e70 alarm due to motor error alarms. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.